Manufacturer narrative:
Sections with additional information as of 27-apr-2026: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Event description:
Consumer reported complaint for low blood glucose test results. The customer called concerned with test results from results obtained of 88, 77, 71, 69 and 68 mg/dl. Customer also stated the results were lower compared to another device; actual meter to meter comparison results were not provided. The customer stated her expected am fasting blood glucose test result range is 100-110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/23/2027 and per the customer the open vial date is 02/16/2026. The meter memory was reviewed for previous test result history: result 1: 88 mg/dl date: (B)(6) 2026 time: 1:21pm fasting pm , result 2: 77 mg/dl date: (B)(6) 2026 time: 10:15 fasting am, result 3: 71 mg/dl date: (B)(6) 2026 time: 4:39pm fasting pm , result 4: 69 mg/dl date: (B)(6) 2026 time: 9:36am fasting am , result 5: 68 mg/dl date: (B)(6) 2026 time: 9:35am fasting am.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - product evaluation in-process. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Note: manufacturer contacted customer in a follow-up call on 16-mar-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.